Event description:
It was reported the customer received a button error alarm. Customer also reported receiving a compromised force sensor system alarm. Troubleshooting found the customer's insulin pump passed a selftest. Customer's bolus was also correctly recorded in their bolus history during troubleshooting. The customer's blood glucose was 209 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump was received intermittent button response due to flattened express bolus button dome switch. No button error alarm. Insulin pump passed displacement test, basic occlusion test, occlusion test and prime test. Insulin pump primed properly noted. No prime alarm and no other alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.